Event description:
It was reported that a cadd® cadd-legacy® pca pump had failed accuracy - 8.6%, screen damage, and serial tag damage. No report of any patient injury.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation the delivery accuracy testing found that the pumps average delivery error had one test point slightly greater than the published specification of +/-6% and the remaining were within specification. The customer's complaint was also unable to be duplicated in that the pump was found to be over delivering not under delivering. According to the investigation, the pump expulsor was trimmed in order to bring the delivery into more nominal of a range. Visual inspection also confirmed one scratch on the lens cover. The pump lens cover was also replaced. The problem source of the reported problem is unknown.